Manufacturer narrative:
1) the ra has been placed in pil long-term retention, in this report the lab investigation has been performed and given as; pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedures. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was serviced by service center. During the investigation, pil observed the presence of degraded sound abatement foam. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. 2) evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid are updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, sinus issue. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.